Manufacturer narrative:
(B)(4). Investigation summary no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement (B)(6) private hospital (B)(6) 2018. Patient underwent primary total knee replacement in 2015 (dr (B)(6)), where an lcs tkr was utilised (cat number and date/ place to follow when available). First revision, patient had stiffness and pain, patient underwent a revision tkr in 2016 (dr (B)(6)), and then 2nd revision additional surgery in 2017 where the patella component was revised (dr (B)(6)). Patient has now presented with stiffness, pain and instability. Patient struggles on stair accent and decent. Night pains, especially severe when rolling over. A decision was made to revise the knee (dr (B)(6), (B)(6), (B)(6) 2018) on opening the knee. The knee was tight in flexion and loose from 10 degrees flexion to approximately 45 degrees of flexion, with knee gapping up to 7-10mm. The knee was revised to a tc 3 rp. Male patient (B)(6), (B)(4) years old, (B)(6). Unknown_jrn: lcs large fem. Unknown_jrn: size 5 mtb tray. Unknown_jrn: 2 x universal stems. Unknown_jrn: lcs bearing large 10mm.